Event description:
Customer's mother reported via phone call that the customer was trying to take the insulin pump out of suspend mode after taking a shower and receives a button error alarm and the buttons are not responding. Blood glucose value was 108 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programed and monitor for 24hrs. No unexpected alarms noted. The insulin pump passed self-test, unexpected restart error test and displacement test. No button error alarm noted. All buttons functioned properly; however, insulin pump had moisture on keypad traces. The insulin pump had cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.